Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a loss of consciousness while at school and was brought to the school clinic. Upon evaluation, the school nurse performed a fingerstick bg test, which showed a reading of 480 mg/dl, while the cgm displayed a value of approximately 250 mg/dl. The patient was treated with an insulin injection. The reporter arrived at the school at approximately 11:30 am. A fingerstick blood glucose test at that time measured 315 mg/dl; the cgm value was not checked. The patient received an additional 6.5 units of insulin via injection. The patient reported feeling lightheaded, weak, and experiencing body pain, and subsequently went to sleep. Later in the afternoon, upon waking, another fingerstick measurement was taken, again showing a blood glucose level of 315 mg/dl. The patient received an additional 3 units of insulin via injection. No further treatment was reported. At the time of the report, the patient was stable and feeling better. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.